Event description:
It was reported that the tip of the needle broke at the weakening spot where the suture is supposed to pass through and the broken piece was not able to take out from the patient. The broken tip got into the soft tissue. Surgeon had passed the needle at least one time through the cuff and on the second or the third time it broke. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One (B)(4) suture passer w/self-capture feature was returned for evaluation. Visual assessment of the device showed no damage. Device was tested with a (B)(4) needle, ultrabraid suture and synthetic cuff material. The needle picked up the suture and was captured by the self-capture mechanism on five consecutive passes. Reported complaint of needle breakage could not be confirmed or replicated.